Event description:
It was reported that the doctor damaged the posterior chamber of the patient's right eye upon insertion. It was stated that the lens was implanted and then removed within the same procedure. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Corrected data: the initial MDR noted other serious (important medical events). The more appropriate choice is required intervention to prevent permanent impairment/damage (devices). This box has been checked. Additional information: device available for evaluation: yes. Returned to manufacturer on: 07/22/2015. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned lens sample showed that the lens was cut in two (2) pieces that are sticking together. The reported complaint that the doctor damaged the posterior chamber upon insertion, implanted then removed cannot be verified since this is a situation related to surgical process. Considering this conclusion, and the condition of the returned lens, no further investigation was possible. The manufacturing records were reviewed. The zcb00 manufacturing process record was evaluated and the devices were manufactured within specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review that were related to the reported complaint. The lenses were released according to specification and in compliance with the product intended use as required. The device manufacturing procedures were performed as required. Directions for use (dfu) instructions were reviewed where implant instructions are provided as well as possible complications of intraocular lens implants. A search in the database showed that no other reports have been received to date for this production order. According to the initial report, the doctor damaged the posterior chamber upon insertion of the lens. There were no discrepancies found during the manufacturing record review. The documentation shows that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.